Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charged coupled device, which also caused scope communication error b30. Additionally, the plastic distal end cover was shaved most likely due to operational stress, external factors, or improper handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during maintenance, the image of the bronchovideoscope flickers. There were no reports of patient involvement.